Event description:
It was reported by the patient that the patient was told her device and lead needed to be replaced. The patient indicates that they were told they had "90 days to replace the device or they would die". The patient also states that they were told "the surgery should have lasted 30 minutes, but it took over 2 hours". The patient also indicated that they still hurt from the surgery. Information had previously been received indicating that the lead was replaced prophylactically. Additional information has been attempted to be obtained regarding the reason for the device replacement, and the procedure information however, it is not available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: product ID d154awg implantable cardioverter defibrillator, (B)(6) 2007. (B)(4). (B)(6).